Manufacturer narrative:
Field service was performed. A pool of coolant was found around the chiller and dripping down the side of chiller. The collar fastener on top of chiller for coolant tubing was loose and not secured properly. Technician tightened and secured the collar and cleaned out all excess coolant. There was no physical damage noted on any component. Device passed all required tests and an active leak was not observed. Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture if the leak were to recur. To date there were no reports of above mentioned harms due to applicator and machine coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture.

Event description:
Allergan aesthetics received report from a treatment provider that a coolsculpting lower module was leaking coolant.

Event description:
Allergan aesthetics received report from a treatment provider that a coolsculpting lower module was leaking coolant.

Manufacturer narrative:
Corrected data: d1, d9, g1.